Event description:
Implant loss due to extraction. 2022_2027, 2022_2028 and 2022_2029 are the same patient. The implant was too wide for regio 22. The prosthetic restoration was compromised. Another implant will be placed.